Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported falling, and that afterward the patient could see where the "wire" was. Follow-up with the physician's office is pending and any additional information received will be supplemented. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.